Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call physical damage. The customer's blood glucose was 160mg/dl at the time of call. Trouble shooting was performed and found damage at the reservoir the black o-ring came off and the reservoir is not able to lock into place. The insulin pump was returned for analysis.